Event description:
A report was received that the patient had a non-device related accident and fell on her ipg. The patient reported loss of stimulation and x-rays revealed lead migration. The patient underwent a revision due to the lead migration, however the physician was unable to place the lead due to scar tissue and elected to explant the entire device. The physician believes the ipg may have been damaged after the fall. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The device exhibited normal device characteristics.

Event description:
A report was received that the patient had a non-device related accident and fell on her ipg. The patient reported loss of stimulation and x-rays revealed lead migration. The patient underwent a revision due to the lead migration, however the physician was unable to place the lead due to scar tissue and elected to explant the entire device. The physician believes the ipg may have been damaged after the fall. The patient was reportedly doing well following the procedure.